Event description:
A tandem mobi cartridge alarm was reported during the loading process. The customer¿s blood glucose level did not exceed 500 mg/dl, and no adverse impact was reported. Technical support educated the caller on the proper procedure for cartridge replacement and instructed them to remove the cartridge and deliver a 9-unit bolus. The bolus was completed successfully, and the original cartridge was reloaded, allowing the customer to resume insulin therapy. The issue was resolved.